Event description:
Status post mastectomy and reconstruction of the free tram flap. The pt was returned to surgery for chest wall hematoma. Finding: disruption of the venous coupling. The coupler again is disrupted between the imv and the deep inferior epigastric vein. The respective veins were still impaled upon the coupler spikes, but the 2 halves of the coupler had disengaged.